Event description:
Pt had breast augmentation surgery. Inserted breast implants, both products failed causing physical complications and requiring additional surgery. Deflation of left breast implant. Pt underwent surgery to have left breast implant replaced. Pt had developed capsular contracture on the left side. Md advised a one-week course of cipro with a reassessment in one week. Pt returned to see dr. While left breast showed much improvement, it was discovered that three days previous to this appointment, pt had developed spontaneous deflation of the right breast implant. Pt underwent surgery to have right breast implant replaced.